Manufacturer narrative:
A ge service rep performed an on-site investigation. The x-ray tube was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a generator error and would not produce an x-ray. No pt injury was reported.